Event description:
It was reported that the micro oscillating saw heated up during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received at the manufacturer. A follow-up report will be filed if the device is received and after a quality investigation has been completed.